Manufacturer narrative:
Follow-up #1; date of submission: 10/15/2014 - device evaluation: the pump has been returned, and it was evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection revealed that the top of the cartridge compartment was damaged: the reported event was duplicated. The returned cartridge cap was able to secure to the pump properly. A battery cap was not returned with the pump; a test battery cap was used during all steps of the analysis. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. Reportedly, the cartridge compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.